Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 3: reference MFR. Report: 1627487-2017-04924 and 1627487-2017-04926. The patient reports he is experiencing positional stimulation. The stimulation is turned up and he is unable to feel any stimulation while sitting down, however when he is standing up he is able to feel stimulation on some of the programs. An x-ray has been ordered. Surgical intervention may be pending to address this issue.

Event description:
Device #2 of 3: reference MFR. Report: 1627487-2017-04924 and 1627487-2017-04926. Follow up information identified the patient underwent surgical intervention on 12/01/2017 where the entire scs system was removed and replaced. Issue has been resolved.